Manufacturer narrative:
The button body, inner diameter was pin gauged and measured and found to be within specifications. The flange plug outer diameter was measured and found to be within specifications. A functional evaluation was performed by inserting the flange plug into the button body easily. The plug slid in and out of the body inner diameter without resistance. A second functional evaluation was performed by placing a syringe in the body and pulling a vacuum. The button body collapsed and reflux valve held as expected. A third functional evaluation was performed by inserting the syringe filled with water and injecting water through the device without issue. A vacuum was then pulled with water in the button body. The button body collapsed and reflux valve held as expected. A fourth functional evaluation was performed by cutting the button body in half, closing the button flange plug into the body, inserting a syringe into the button body and injecting water against the flange plug. The flange plug easily opened with minimal water pressure. The condition of the returned unit was consistent with the complaint incident that the plug/ cap would open. The button components were within specification however, it was noted during the functional evaluations that the flange plug slid in out and out of the button body inner diameter with little resistance. Based on the event description and evaluation of other returned devices with the same issue the most probable root cause is undetermined. An investigation is ongoing related to this issue. A review of the device history record was performed for lot 13688614 and revealed no issues related to this complaint.

Event description:
It was reported to boston scientific corporation that a button replacement gastrostomy device was used during a replacement procedure performed on (B)(6) 2010. According to the complainant, post procedure shortly after the replacement the plug/cap opened on its own. This device is implanted. The device will be exchanged for a new button replacement gastrostomy device after (B)(6). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a button replacement gastrostomy device was used during a replacement procedure performed on (B)(6), 2010. According to the complainant, post procedure shortly after the replacement the plug/cap opened on its own. This device is implanted. The device will be exchanged for a new button replacement gastrostomy device after (B)(6). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4) relates to (B)(4) for the reported event plug/cap would open on its own. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.